Event description:
The dentist reported the screw fractured inside the implant. The dentist was unable to remove the screw from the implant, so the implant was removed.

Manufacturer narrative:
The implant was returned with a small portion of the fractured screw. There was evidence of dried blood and remnant bone along the implant. There was evidence of a fractured screw in the bottom of the implant. The lot number for the screw was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any manufacturing deviations that would result in or contribute to this complaint. A definitive root cause has not been determined.